Event description:
It was reported that code 1005 was triggered for this cardiac resynchronization therapy defibrillator (crt-d), indicating that there was an open circuit condition and high out of range shock impedance. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that code 1005 was triggered for this cardiac resynchronization therapy defibrillator (crt-d), indicating that there was an open circuit condition and high out of range shock impedance. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.